Event description:
A patient was admitted to ed with hypoglycemic seizure secondary to an apparent insulin pump malfunction. There was some question of operator error or mismanagement in the use of the pump. The patient cannot recall events leading up to his seizure. The diabetes center downloaded the history from the pump and noted that several times the basal rate and other programming changes had been made that were unknown to the diabetes treatment team. The patient had also exercised heavily that day including bicycling and mowing lawns. The family was having the pump sent back to the manufacturer. Conclusion - pump was working properly.